Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the violet fighters for the drill guide had stripped screws and needed to be replaced. There was no patient present when this issue was identified.